Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system there was missing tubing clamp. The following information was provided by the initial reporter. The customer stated: "the patient underwent venipuncture treatment in accordance with the doctor's advice, and no small clip was found in the closed vein indwelling needle. The indwelling needle was removed immediately, and a new indwelling needle was given. No other adverse effects were caused to the patient."

Manufacturer narrative:
Investigation summary: in response to the event reported a device history review was conducted for lot number 1050972. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.